Event description:
It was reported that an under-delivery of medication via pump administration set occurred. On change of infusion bag the reservoir appeared to be full despite the pump advising the pre-set volume had infused and the bag was empty. Bag volume was not measured. The issue was resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.